Event description:
Heavy, very painful irregular periods, hair loss, back pain, gastrointestinal problems, headaches, depression, body aches and very fatigue. Chronic bacterial vaginitis I had these for many years after the essure device was implanted. I've had lab tests, procedures done and tried different medications over the years. Nothing helped. After learning that it's from the essure that's in my tubes I need to get them removed asap (as soon as possible). I was almost at the point of taking my life, but now after learning it's the essure I have hope that removal will help. For many years I've had them and over the years different symptoms/side effects have come and not gone away.